Event description:
Customer reported that he was not receiving the insulin delivery and that there was no alarm to indicate no delivery. The blood glucose reading was 429 mg/dl. The insulin pump passed the high pressure test during the troubleshooting. Customer reported that he had attempted to deliver 10 units of insulin but that nothing had been delivered and that there was no alarm. Customer treated with manual injection. Nothing further was reported.

Manufacturer narrative:
The device passed all functional tests, including the displacement test, the rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. The device alarmed no delivery properly during testing. Program a 10 unit bolus delivery during using a water fill reservoir test. All units were delivered and properly recorded in history. The device functioned properly. No anomaly was noted. The device was received with a scratched display screen, cracked reservoir tube lip, and a cracked belt clip slot.